Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (date) in a follow-up call to ensure that the initial concern was resolved; customer stated that the product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer compared meter and results were only 9% variance from lab. No further assistance needed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 98 mg/dl using truemetrix meter and 123 mg/dl using another device and from results obtained of 98, 75 and 81 mg/dl. The customer's expected fasting blood glucose test result is less than 136 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer concerned with all results. Customer also comparing meter to prodigy meter and stated its a 20 points difference. Customer advised against meter to meter comparison, advised to only compare with blood lab draw results. Customer will compare to the recent lab work.